Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial#: unknown/not provided catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable; however, an explant of the lens is planned. Device evaluated by MFR: the device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The serial number for the lens was not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zmb00 intraocular lens (iol) is planned for removal by the doctor due to a refractive surprise. No further information was provided.